Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 528 mg/dl and 241 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.